Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge or loaded a new cartridge to address the issue.